Event description:
Subsequent to the initial medwatch a cine cd was received and reviewed, revealing a possible incomplete balloon expansion during stent deployment.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott vascular clinical specialist. The reviewer noted that there is a very tight discrete lesion in a calcified lad. The lesion is pre-dilated and then a stent is positioned and deployed over the lesion. The balloon does not completely expand in the mid section. The stent may also be oversized at its distal end. Post-deployment there is a clear dissection adjacent to the distal stent edge. A second stent is positioned and deployed over the dissection. The clinical specialist concluded that the cine images confirm that a dissection occurred post-stent deployment. The lesion area was most likely highly calcified, as suggested by incomplete expansion of the balloon during deployment. Factors that can contribute to difficulty deploying a stent can include, but are not limited to, patient anatomical morphology, lesion characteristics, patient disease state, pre-dilatation strategy, inflation technique, product size selection, and/or lesion size. To help ensure that the reported difficulty to deploy is not a result of a manufacturing deficiency, stent delivery systems are subjected to a 100% visual inspection. Additionally, a sampling of units from every lot is destructively tested prior to release to verify stent deployment dimensions, as well as stent uniformity of expansion. The product was not returned and may have aided in the investigation. In this case, the cine review suggests that it is likely that the mildy tortuous, calcified lesion contributed to the reported difficulty to deploy. A review of manufacturing records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for difficult to deploy for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to deploy for this lot. The reported difficulty to deploy appears to be related to the operational context of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissection is a known adverse event listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with mild tortuosity and mild calcification. The 3.5 x 15 xience stent was advanced and deployed successfully at the lesion; however, a dissection occurred. A 3.0 x 15 xience stent was used to treat the dissection successfully. There was no significant clinical delay in the procedure. The patient was reported as doing fine post procedure. No additional information was provided.